Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose value was 200 mg/dl. The customer assisted with troubleshooting for auto mode readiness. Customer reported that the settings were cleared. The insulin pump will not be returned for analysis.